Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles along with black and brown specks in the device. The patient also alleged having difficulty in breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on motor casing. Water ingress has been previously addressed in inv1023. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.